Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2004. About six months later, extravasation was noted within the port pocket when the port was being infused. Upon explantation, it was noticed that the port body had separated from the port face. The port was removed and replaced.